Manufacturer narrative:
The heart mate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heart mate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was admitted following a clinic visit for anemia and a possible gi bleed. The patient was admitted and 3 units of packed red blood cells were administered to treat the gi bleed. Gastroenterologist consult and egd planned for (B)(6) 2018 to determine the source of the bleeding. Anticoagulants at the time of event: aspirin, and warfarin.

Manufacturer narrative:
Event description: additional information. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Egd completed on (B)(6) 2018 noting avms, treated with apc. Discharged home (B)(6) 2018.